Event description:
It was reported that the programmer generated an error message, one that indicated that the hard drive or motherboard is failing. It was advised to return it for repair, but the response was that it will remain in use until it fails. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer generated an error message, one that indicated that the hard drive or motherboard are failing. It was advised to return it for repair, but the response was that it will remain in use until it fails. No patient complications have been reported as a result of this event. It was further reported that at the conclusion of the installation of updated software to the programmer it rebooted with an error message. The power to the programmer was recycled and it rebooted correctly to the main screen and it was verified that the upgraded software was installed. The programmer remains in use.